Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 3 mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery (lad). A 10/2.50 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. The 1st and 2nd dilation was performed on the distal site of the lesion at 6 and 8 atm respectively for 10 seconds. The physician pulled this device slightly and attempted to perform third dilatation at the proximal site of the lesion. However, the balloon ruptured at 10 atmospheres for 10 seconds. The procedure was completed with a different device without issue. No patient complications were reported and patient's condition is good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of the left anterior descending artery (lad). A 10/2.50 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. The 1st and 2nd dilation was performed on the distal site of the lesion at 6 and 8 atm respectively for 10 seconds. The physician pulled this device slightly and attempted to perform third dilatation at the proximal site of the lesion. However, the balloon ruptured at 10 atmospheres for 10 seconds. The procedure was completed with a different device without issue. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4).